Event description:
The customer reported the tissue marker did not deploy into the biopsy site. It was stated that the doctor felt "resistence when the marker was removed and the plastic tip was found in the distal tip of the probe. The doctor was able to finish the biopsy using another marker.